Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device alarmed ¿turbovent2 failure¿ when working only three hours. The user switched to another device. There was no patient injury reported.

Event description:
Please refer to initial MFR. Report #9611500-2019-00395.

Manufacturer narrative:
The log file indicates that the device passed the automatic system test w/o deviations after having been powered-on in the morning of the date of event. The device was used for about five hours when suddenly the signal of one of the hall sensors of the blower unit was lost. These sensors are necessary to control the motor run. As designed the workstation performed a shut-down of automatic ventilation to prevent from serious damages and alerted the user to this condition by means of a corresponding alarm. The device was used for five more minutes in manual ventilation and was then switched to standby, finally. The motor was replaced; the involved one was tested in the manufacturer's lab but did not exhibit any new problems during an endurance run for several days. Dräger finally concludes that the device responded as designed upon the loss of a signal necessary for control of ventilation. The exact nature of fault wasn't possible to reproduce. The motor was replaced and - for the case that the root cause was indeed associated to an unsteady contact/loose cable connection, this has by nature been rectified by the motor replacement. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.